Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms for the past month despite numerous cartridge, tubing and site changes. Reportedly, the customer was hospitalized on (B)(6) 2016 due to elevated blood glucose (bg) level 380 (mg/dl) due to an occlusion alarm. The customer bloused via the pump and changed sites prior to address bg level prior to hospitalization. While in the hospital, the customer received fluids, insulin and glucose intravenously. Customer stated while in the hospital, the hospital staff incorrectly put in a IV line that now caused the customer to have a knot on their hand where the IV was placed. The customer was released from the hospital on (B)(6) 2016. In addition, the customer was experiencing an occlusion alarm on the day of the call with tandem technical support ((B)(6) 2017). Customer reported blood glucose level was 236 (mg/dl) and this was normal bg level for them. The customer declined to take out the site at the time of troubleshooting. Follow up with the customer determined the customer had changed out all supplies later that day.

Manufacturer narrative:
In addition to what was initially reported.